Event description:
Information received indicates the head section of the bed is drifting down.

Manufacturer narrative:
The hill-rom technician inspected the bed and could not duplicate the head section drifting. Repairs were made to address no functions from the right siderail caregiver control board.